Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the asymptomatic patient presented in-clinic, far p-wave oversensing was observed. Programming changes were made. The patient will continue to be monitored.